Event description:
It was reported that this patient was admitted to the hospital due to ventricular tachycardia (vt) episodes and multiple shocks delivered. Upon interrogation of the device, it was found that the patient had over twenty shocks over the course of two to three hours due the device inability to convert the vt episodes. One of the shocks did convert the patient but the arrythmia returned to a vt arrhythmia. The device was turned off to avoid further shocks and the patient was given medication. Additional information noted that a revision took place and the system was explanted. It was not clear whether the arrhythmia was related to the patient's condition. The system was expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient was admitted to the hospital due to ventricular tachycardia (vt) episodes and multiple shocks delivered. Upon interrogation of the device, it was found that the patient had over twenty shocks over the course of two to three hours due the device inability to convert the vt episodes. One of the shocks did convert the patient but the arrythmia returned to a vt arrhythmia. The device was turned off to avoid further shocks and the patient was given medication. Additional information noted that a revision took place and the system was explanted. It was not clear whether the arrhythmia was related to the patient's condition. The system was expected to be returned for analysis. No additional adverse patient effects were reported.